Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia to 221 mg/dl after eating lunch without announcing the meal, with the user noting no issues with infusion tubing and reporting that they had been advised not to announce meals. Symptoms included a sour taste in the mouth consistent with the user¿s prior high glucose episodes. Outcomes included resolution of hyperglycemia with automated corrections and return to range at 176 mg/dl. Investigation included customer care troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event resolved without injury and without device alarms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.